Event description:
It was reported that diminishing r-waves were observed on the right ventricular (rv) lead in the weeks following implant. Lead polarity was changed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.